Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to ther reporter, during a gastrectomy, the device stopped during firing. Surgeon pushed fire button again but it was did not move. So scrub nurse changed the cartridge to new one. Then surgeon could fire egia with idrive. There was no delay. There was no blood loss. These was no tissue damage. Patient status is stable. No reinforcement material used.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one egia 45 articulating med/thick reload opened by the account. Visual examination of the staple cartridge noted that the reload was partially fired to the four cm cut line. The reload was loaded into a pmv representative instrument (idrive ultra) for functional testing. The reload loaded, unloaded, rotated, articulated, and opened and closed properly without difficulty. The interlock was overridden and the reload was then applied to test media. All remaining staples were placed and the test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the appropriate device history record indicates this device lot number was released meeting all quality specifications. Replication of the partial fire condition with interlock engagement may occur if the firing button had been partially compressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time.

Manufacturer narrative:
(B)(4)